Manufacturer narrative:
The patient identifier is "ni" because the patient information is unknown. The date of the event is unknown.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed. No adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for device information, d10 for device return date, g4 for analysis awareness date, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status, and h6 for method, result and conclusion codes.